Event description:
Clinical study. It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.25mm, bifurcated, 60% stenosed, 20mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with direct stent placement of a taxus liberte' 2.25x24mm drug eluting stent in the 1st dx. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Four days after the initial procedure, the patient experienced a q-wave mi. This was treated medically. In the opinion of the phsyciian the relationship of the mi to the taxus stent is not related. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.